Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the superficial femoral artery (sfa). A 300cm, 8cm poly tip v-18¿ control wire¿ was advanced to cross the lesion. However, the tip of the wire broke inside the vessel. Percutaneous transluminal angioplasty and atherectomy were then performed. Subsequently, when the balloon was removed, the detached tip came out with the balloon. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.